Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying down. The output was decreased in the left ventricular lead. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.